Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0546256v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer's family member reported that the device was removed due to an infection. There was no exact explant date provided but it was removed within weeks of implant. The patient was indicated for parkinson's dual. No further information was provided about this event. If additional information is received, a follow up report will be sent.